Manufacturer narrative:
As reported, the white tube tip of a 6f/7f mynx control vascular closure device (vcd) was cracked, preventing it from entering the sheath. The damage was noted in the packaging. There was no reported patient injury. The deployer was mynx certified. Femoral artery suitability was verified on angiography, including a vascular sheath insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. The device was stored and prepared according to the instructions for use (IFU). Excess force was not applied during insertion. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for evaluation. Visual inspection showed button 1 and button 2 were not depressed. The stopcock was observed in the open position. No syringe was returned for this evaluation. The sealant was partially exposed but remained mounted on the unit delivery shaft. A frayed/split/torn condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was observed in a deflated state, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. No additional anomalies were identified during this visual analysis. The catheter working length was measured and verified to be within the specification. The measurement was obtained using a calibrated ruler. Dimensional measurement of the slit in the sealant sleeves could not be performed due to the frayed/split/torn condition. A simulated deployment test was performed to evaluate device functionality. The device operated as intended, with deployment of the sealant and subsequent balloon retraction observed. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. No functional malfunctions were identified during testing. A high-magnification microscopic evaluation of the sealant sleeves and sealant was conducted. The examination confirmed the previously observed frayed/split/torn condition of the sealant sleeves. The sealant was confirmed to be partially exposed. No additional material anomalies were identified. Verification of sheath compatibility per the device IFU could not be completed because the csi was not returned for this evaluation. An insertion/withdrawal test using a laboratory sample could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white tube tip of a 6/7f mynx control vascular closure device (vcd) was cracked, preventing it from entering the sheath the damage was noted in the packaging. There was no reported patient injury. The deployer was mynx certified. Femoral artery suitability was verified on angiography, including a vascular sheath insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. The device was stored and prepared according to the instructions for use. Excess force was not applied during insertion. The device is being returned for evaluation. Addendum: the sealant was found partially exposed from the sealant sleeves.